Event description:
It was reported that the ventricular lead exhibited elevated threshold, undersensing, overpacing and loss of capture. Ventricular sensitivity was changed from 2.0 mv to 1.0 mv, and output was increased from 3.5 v at 0.5 ms to 5.0 v at 0.5 ms.

Manufacturer narrative:
Na